Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. One paper print radiographic image was received with the complaint. There was no identification present on the image. An indwelling sheath was seen in situ. The quality of the image was poor but contrast enhancement may be present. This most likely presents a femoral angiogram.

Event description:
It was reported that a 6f angio-seal vip was selected for use. Twenty-four hours after the procedure, the pt sat up and a six centimeter hematoma developed at the puncture site. Manual compression was used to resolve the hematoma and the pt's hospital stay was extended. The pt is now reportedly discharged and in good condition.